Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, system error 342, was not verified, however the event history log (ehl) review was performed and revealed 0 events of system error 342, but confirmed multiple events of system error 345. The customer is likely referring to a system error 345. The input/output printed circuit board was determined to be the cause and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 342 (sharp cam error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.